Manufacturer narrative:
H10: the reported failure can be traced back to defective heating elements in the patient tank.

Event description:
See initial report.

Event description:
Livanova received a report that a heater cooler system 3t did not heat properly the water on the the patient circuit. The temperature was set to 41 degrees and the maximum temperature that could be reached was only 36.5 degrees. The issue occurred during procedure and the customer switched out the heater cooler system 3t. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in los angeles, california. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The device was tested and heating for the cardioplegia side would warm up and it was slow when pumping the tank. The failure was traced back to patient heating elements that were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.